Event description:
Patient reported obtaining elevated blood glucose results, while using the suspect device. Patient stated that at 10:00 am, she delivered extra insulin (amount not provided), based on a result of 534 mg/dl. Patient indicated taht at 5:45 pm, she obtained a blood glucose result of 492 mg/dl, after which she delivered 15u of fast-acting insulin. Patient reportedly retested her blood glucose at 7:30 pm, with a result of 473 mg/dl, after which she delivered 25u fast-acting insulin. Patient stated that, at 10:00 pm, her blood glucose measured 431 mg/dl. Patient stated that she was sweating profusely, and feeling dizzy, and attempted to self-treat by eating candy. Patient indicated that, approximately 45 minutes later, she lost consciousness. Patient stated that, at the time, she was the only one at home; thus, no medical intervention was performed. Patient stated that she regained consciousness approximately 3.75 hours later, after which her blood glucose measured 524 mg/dl. Patient's current condition: feels fine now. Patient noted that she was testing with expired strips at the time of the event. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.